Event description:
The customer reported that the sys touch screen was flickering and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The touch screen was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.